Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, at the time of the alarm the customer was following the prompts on the pump and filling the new cartridge at the appropriate time. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.